Manufacturer narrative:
Labeled for single use and reuse. No conclusions can be drawn.

Event description:
A pt called our firm to report while being trial fit for acuvue oasys for astigmatism lenses, the pt's od was irritated and sensitive to light. The pt saw his/her eye care professional (ecp) and was diagnosed with a corneal ulcer. The ecp was contacted; the pt was initially fit in 2009, and returned to the office . Two weeks later, the pt had a 0.5 mm to 1 mm infectious corneal ulcer od, in the superior, temporal area. The pt was treated with ocuflox 1 drop q2h x 1 day, then q4h x 1 day then qid. The ecp told us that the pt said he/she scratched his/her od prior to the corneal ulcer and the pt thought that was a cause of the ulcer. The ecp did not comment on whether or not that was a cause of the injury. The pt was refit with another brand of contact lenses and was not satisfied with the comfort. The following month, the pt was refit with acuvue oasys for astigmatism and the pt reported redness, irritation and discharge while trying to wear those lenses. The pt was given a trial pair of acuvue advance for astigmatism lenses and is currently wearing those lenses. The pt was instructed to wear the lenses on a daily wear schedule, replacing the lenses every 2 weeks. The pt was using renu solution to clean and disinfect lenses. The lens in question was requested but was not received at this time. A lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR events are reviewed at quarterly management review meetings. Any additional info will be reported within 30 days of receipt.